Event description:
It was reported that this right ventricular (rv) lead had low sensing with evidence of dislodgement. This right ventricular (rv) lead was subsequently replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead had low sensing with evidence of dislodgement. This right ventricular (rv) lead was subsequently replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received. This report was previously submitted with lead 7742/1147678/ additional information revealed that 7742/1147678 was the replacement lead for 7732/1003390. Lead 7742/1147678 has no allegation and remains in service. Allegation for lead 7732/1003390 was previous reported under complaint 13897867, report number 2124215-2021-18078.